Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys total psa immunoassay result for one patient sample from the cobas e 801 module. The initial result was 5.97 ng/ml and the repeat result was 30.8 ng/ml. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The field service representative found fluid in the sipper syringes and decontaminated the analyzer. The investigation did not identify a product problem. The cause of the event could not be determined.